Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file of a causal relationship between the peritonitis event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the culture results and cause of the peritonitis is unknown, the patient¿s antibiotic therapy suggests a gram-negative organism. Gram-negative peritonitis usually occurs either because of fecal origin or transmural migration of the infecting organisms. All pd patients are at risk of infection due to the decreased immune defenses in renal failure and because dialysis techniques increase the potential for microbial contamination. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a check patient line and drain line message and stated they were admitted to the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized with a diagnosis of peritonitis. It is unknown what signs/symptoms the patient presented with to the hospital. The hospital discharge summary was not available to the pdrn for information. The culture results are unknown; however, the patient was prescribed intraperitoneal (ip) antibiotics with fortaz 2g (frequency and duration unknown) which is prescribed for gram-negative organisms. The cause of the peritonitis has not been established. The patient underwent unspecified radiological films to try to ascertain a cause. The patient was discharged home and another pdrn conducted a home visit as well to try to determine the cause of the peritonitis. A repeat culture was obtained which showed no growth after three days and a white cell count of 26 (unknown units). The patient was seen in the pd clinic for one last dose of ip fortaz 2g. The pdrn stated the patient is continuing pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for a check patient line and drain line message and stated they were admitted to the hospital for peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). It was confirmed that the patient was hospitalized with a diagnosis of peritonitis. It is unknown what signs/symptoms the patient presented with to the hospital. The hospital discharge summary was not available to the pdrn for information. The culture results are unknown; however, the patient was prescribed intraperitoneal (ip) antibiotics with fortaz 2g (frequency and duration unknown) which is prescribed for gram-negative organisms. The cause of the peritonitis has not been established. The patient underwent unspecified radiological films to try to ascertain a cause. The patient was discharged home and another pdrn conducted a home visit as well to try to determine the cause of the peritonitis. A repeat culture was obtained which showed no growth after three days and a white cell count of 26 (unknown units). The patient was seen in the pd clinic for one last dose of ip fortaz 2g. The pdrn stated the patient is continuing pd therapy utilizing the liberty select cycler.